Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient was in stable condition. The patient's weight is unknown.

Manufacturer narrative:
The reported field event of a detected battery performance alert was confirmed. A longevity estimate was performed and determined normal battery depletion had occurred. Clinical engineering was consulted and confirmed that the detected battery performance alert was false.

Manufacturer narrative:
Further information was requested but not received. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received identified the device was explanted and replaced.